Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed, root cause could not be determined, and no corrective action was performed.

Event description:
It was reported that, during pre-test, three cuffs were not inflating. A fourth trach was able to inflate after manual manipulation. No patient injury was reported.